Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure. During the procedure, a fractional flow reserve (ffr) guide wire was advanced and then exchanged for an asahi guide wire. A 2.0 x 15 mm nc trek dilatation guide wire was then advanced to the distal lesion and inflated to nominal pressures. The dilatation catheter was then removed and an optical coherence tomography (oct) catheter was then advanced. The lesion was too tight to adequately visualize the vessel and the oct catheter was then removed. A 2.5 x 15 mm nc trek dilatation catheter was then advanced to the target lesion and was inflated to nominal pressure. Angiography revealed a flow-limiting dissection at the distal portion of the vessel. The 2.5 x 15 mm nc trek was removed from the anatomy and a 2.25 x 23 mm xience xpedition was deployed at the dissection. Angiography noted that the dissection was resolved, but stenosis was still present proximally. A 2.5 x 23 mm xience xpedition was then deployed proximally to the first stent in an overlapping fashion. The patient's condition resolved the same day and the patient was discharged to home on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Reportedly the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all significant relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the nc trek instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.